Event description:
1 month after stent placement, the patient could not eat. The physician found stenosis likely due to ingrowth under endoscopy. The stent is fractured in the center of the stenosis (probably around the p-ring or antrum of stomach). The tumor segment is obstructed, and the patient is under observation. The physician will place the additional stent by stent-in-stent. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that after about a month of stent placement, the stent was found fractured. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based the description "the stent is fractured in the center of the stenosis", it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly. It is considered this caused in-growth and obstruction. The suspected device is uncovered; therefore, it is normal for in-growth to occur. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture, tumor in-growth and stent occlusion". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.